Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) set screw came out of grommet during connection of the ra lead. The physician was unable to get it back it and the set screw seal was damaged in the process. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.